Event description:
Legal counsel reported to dexcom that the user alleged that the receiver/display device failed to notify or sound the alarm of a dangerous glucose level and/or stopped receiving glucose information from the g6 system. The user allegedly suffered injuries including but not limited to diabetic ketoacidosis and hyperglycemia. She alleged that she required inpatient hospital care for treatment. Despite additional requests for information, no further information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.